Manufacturer narrative:
UDI#: (B)(4). The device was explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an infection on the implant site. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No information available points to the implant being the source of infection. This is a final report.

Event description:
Additional information received stated that the patient has been successfully re-implanted on (B)(6) 2015.

Manufacturer narrative:
Correction: the initial MDR was submitted with a wrong awareness and date of event.

Event description:
It was reported that the pt was not wearing his left audio processor because of retention issues associated with the swelling on the ear. The biopsy results showed that the left ear has developed (B)(6) infection. The device was explanted on (B)(6) 2015.